Manufacturer narrative:
Corrected b5, b7. Added information to h6. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including diabetes mellitus (dm).

Event description:
It was reported and learned through medical records that a patient with a 27mm 3300tfx aortic valve implanted four (4) years, three (3) months, underwent valve-in-valve procedure due to restricted leaflet motion causing severe aortic stenosis. Patient presented with acute on chronic diastolic heart failure. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve. Patient was discharged on pod# 3. Per medical records, a recent tee showed ava of 0.6-0.7 cm2, 60-65% ef, mild to moderate mr, moderate central ar. There was restricted rcc and ncc. She was discharged and referred for tavr. On the day she was booked to have cta, she presented with sob. She was placed on bipap and was found to be in rapid afib. She was given IV medication and was converted to nsr. The patient underwent a valve-in-valve procedure utilizing a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
Added information to h6. The device history record (DHR) review was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.

Event description:
It was reported and through medical records, a patient with a 27mm 3300tfx aortic valve implanted four (4) years, three (3) months, underwent valve-in-valve procedure due to severe aortic stenosis. Patient presented with acute on chronic diastolic heart failure. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve. Patient was discharged on pod# 3.

Manufacturer narrative:
Added information to b5, b7, h6.

Event description:
It was reported a patient with a 27mm 3300tfx aortic valve implanted four (4) years, three (3) months, underwent valve-in-valve procedure due to aortic stenosis. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.